Manufacturer narrative:
Citation: multiple anterior mitral valve perforation after deep transfemoral aortic valve implantation. Braz j cardiovasc surg. 2022 aug 16;37(4):602-604. Doi: 10.21470/1678-9741-2020-0566. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 75-year-old male patient with severe aortic stenosis and severe renal failure who underwent implant of a medtronic 29-mm evolut r bioprosthetic valve (unique device identifier numbers not provided). The bioprosthesis was noted as having a slightly deep position. Post-implant measurements showed mild aortic regurgitation (ar) and mild paravalvular leak (pvl). Three weeks later the patient was discharged with a temporary jugular catheter for dialysis due to advanced renal failure. Two months post-implant the patient was readmitted with febrile sepsis. Jugular catheter infection was detected due to staphylococcus aureus, which was successfully treated via antibiotic therapy. Since complete heart block occurred during this admittance, a permanent dual-chamber pacemaker was implanted. Additionally, a permanent dialysis catheter was placed in the left jugular vein for the maintenance of dialysis. The patient was discharged again in stable condition. Six months post-implant the patient was readmitted again with symptomatic dyspnea. Transesophageal echocardiography revealed interaction between the bioprosthesis and the mitral valve, with evidence of two different perforations of the mitral valve leading to severe mitral regurgitation. Due to the patient¿s condition, no further interventions were undertaken. No additional adverse patient effects or product performance issues were reported.